Event description:
It was reported that the cartridge did not fit on the pump. Reportedly, the customer reused a cartridge to resume insulin therapy. Tandem technical support educated the customer on cartridges being single use products. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.